Event description:
The company was notified of an explanted memo 3d annuloplasty ring after being implanted for approx 1 year and 4 months. The ring was implanted by dr (B)(6). The explant surgeon, dr. (B)(6), commented that he did not see a neoepithelisation of the ring, in addition to tears in the p1, p2 and p3 segments, causing iii mitral insufficiency. Regarding the device, dr. (B)(6) noted that the sutures appeared intact and the knots appeared correct.

Manufacturer narrative:
Device evaluated by MFR. The device will be forwarded to the MFR for evaluation; an evaluation summary was not available at the time of this report. The explant surgeon commented that the sutures on the ring were intact and knots correct. This comment could lead to the conclusion that the ring was not properly fixed at the time of implant. An incomplete or ineffective fixation of the ring could also explain a partial endothelisation of the ring, as seen in the picture provided by the hospital, instead of the expected complete endothelisation. In the last few months, this hospital reported to our attention six similar events with annuloplasty rings implanted by the same dept. Four of the events occurred in 2007 and 2008 but were only notified to sorin in 2009. Out of the six reported events, only two devices were returned to the MFR for examination. For the other four events, the devices were not available for examination, as the annuloplasty rings were not explanted, but re-fixations were performed in 2007 and 2008. The investigation of the two explanted rings, and the results from the examination performed by an external consultant, confirmed the inappropriate fixation of both rings at the time of implant. A trend in our data was identified related to the use of the memo 3d ring in this hospital and it was decided to report this event. At present, we do not have evidence of similar trends in other hospitals or in other countries. A meeting with the chief of the dept in the hosp is planned for (B)(6), 2009 to identify the root cause of these events and to help them in finding a solution in order to prevent any further occurrences.